Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash with hives under the ECG electrodes. The patient reported that their physician had prescribed a steroid cream to alleviate the rash. The patient reported having a history of sensitive skin. There was no alleged device malfunction. The patient's current medical outcome is unknown.